Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event rash is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Scalding of the skin [thermal burn]. Rashes [rash]. Case description: this initial case was missing the following minimum criteria: specified product. Upon receipt of follow-up information on (B)(6) 2015, this case now contains all required information to be considered valid. This is a spontaneous report from a non-clinical-study program, customer service centers e-mail addresses. A contactable consumer reported a (B)(6) male patient of an unspecified ethnicity started to receive (B)(6) heatwrap ((B)(6) lower back and hip) from an unspecified date for an unspecified indication. Medical history included ongoing lumbar spinal stenosis. The patient's concomitant medications were not reported. On an unspecified date, the patient reported "I have spinal stenosis in the lower back, which causes me much pain. It became a scalding of the skin and rashes which we treated with cortisone ointment; however, we managed it ourselves without medical help, but it can be reason to warn about this". Action taken with the product was unknown. At the time of the report, clinical outcome of the event was unknown. Follow-up ((B)(6) 2015): new information received from a contactable consumer includes: suspect product (B)(6) heatwrap was provided making this case valid. This case is a serious, reportable medical device report.

Event description:
Case description: this initial case was missing the following minimum criteria: specified product. Upon receipt of follow-up information on 04jun2015, this case now contains all required information to be considered valid. This is a spontaneous report from a pfizer-sponsored program, customer service centers e-mail addresses. A contactable consumer reported a (B)(6) male patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) from an unspecified date for an unspecified indication. Medical history included ongoing spinal stenosis in the lower back. The patient's concomitant medications were not reported. On an unspecified date, the patient reported "I have spinal stenosis in the lower back, which causes me much pain. It became a scalding of the skin and rashes which we treated with cortisone ointment; however, we managed it ourselves without medical help, but it can be reason to warn about this". Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Follow-up (04jun2015): new information received from a contactable consumer includes: suspect product thermacare heatwrap was provided making this case valid. This case is a serious, reportable medical device report. Additional information has been requested and will be provided as it becomes available. Follow-up (19nov2015): this follow-up is being submitted to notify that an investigation of the device was unable to be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event thermal burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event rash is assessed as associated with the device use. This case meets final 10-day EU/ 30-day FDA reportability.